Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) device did not record a tachycardia event within a patient symptom stored event. The physician also noted that some qrs complexes were being undersensed despite showing appropriate amplitudes. Boston scientific rhythm care escalated the inquiry to engineering for investigation; investigation is ongoing at this time. No patient complications or adverse patient effects were reported. This icm device remains in service.